Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient has 2 inss and that one of their patient programmers does not work with one of the inss, and they have been unable to use it. It was clarified that the upper ins was not working and the upper ins patient programmer does not work with it. Follow-up was conducted with the patient. No patient complications were reported.